Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, the suggested event, ¿foreign matter came of the nozzle¿, was confirmed. Therefore, the device did not meet its specifications nor function. As a result of component analysis of the foreign material detected from the confirmation results, the first component was found to be a white powdery foreign material and was confirmed to be organic silicone. It was possible that the organic silicone may have been derived from drugs such as antifoaming agents, or from silicone rubber. It was confirmed that the reprocessing steps were implemented in line with the instructions for use (IFU). It was also confirmed that the section of the device with the foreign material residue had no deformation. It could not be specified what the root cause of the remaining foreign material was.the suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU):¿ inspection method is described in the operation manual evis lucera gif/cf/pcf type 260 series chapter 3 preparation and inspection.¿ prevention method is described in the reprocessing manual evis lucera gif/cf/pcf/sif type 260 series chapter 3 cleaning, disinfection, and sterilization proceduresa definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.